Event description:
It was reported that during a coronary stent procedure, the physician experienced removal difficulties after deployment of the stent. The balloon was ruptured with a wire and removed without incident. No pt injury or complications occurred. Pt status is listed as "okay."